Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was broken glass on its display, however it did confirm that the liquid crystal display (lcd) lens was broken, therefore it was replaced. Analysis also found that one knob, the ring, side bail covers and side bails were missing. All parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator had broken glass on its display. The generator was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had broken glass on its display. The generator was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.